Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number and log files, was not provided and an investigation was not able to be performed. Not withstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
Initial reporter address (B)(6). The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported multiple alleged discrepant results with the ID now covid-19 assay. This report represents all events since identifying patient demographics were not provided. The customer reported there have been multiple discrepant results between their ID now and genexpert instruments. No additional patient information, including treatment and outcome, was provided despite multiple attempts.